Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The pump was returned for investigation, but data logs were not provided. All the 5s optical parameters were within the specified limits for the returned product. No physical abnormalities, such as kinks or biomaterial issues, were observed. According to clinical details, a false position in the aorta was noted. The pump position was verified under fluoroscopy, and due to insecurity, the doctor pulled the impella out of the aorta. The cause of the optical signal issue cannot be determined. Added- b5 mso review, d9 device return date added- d6a/d6b. F6/f8 should have been left blank in the initial report. G1-MDR reporting first and last name corrected. G1-MFR site fax number corrected. H6 med dev prob code changed to 2917.

Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported 55-year-old male patient on hemodynamic support from an impella cp smartassist heart pump had 'impella in aorta alarm' despite no sign of device being out of place. Therefore, the impella was explanted as a precaution. There was no reported patient harm.

Event description:
The customer reported that the device exhibited an optical sensor issue.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was returned for investigation, but data logs were not provided. All the 5s optical parameters were within the specified limits for the returned product. No physical abnormalities, such as kinks or biomaterial issues, were observed. According to clinical details, a false position in the aorta was noted. The pump position was verified under fluoroscopy, and due to insecurity, the doctor pulled the impella out of the aorta. The cause of the optical signal issue cannot be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added death as part of a retrospective review of optical signal issues in accordance with FDA recommendation.